Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited a decrease in the estimated remaining longevity, from 13 years in 2019 to 1.5 years a the follow up in october 2021. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering evaluation confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. This device was explanted and replaced about six weeks later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Event description:
It was reported that this pacemaker exhibited a decrease in the estimated remaining longevity, from 13 years in 2019 to 1.5 years a the follow up in (B)(6) 2021. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering evaluation confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. This device was explanted and replaced about six weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.